Manufacturer narrative:
A steris service technician inspected the unit and found it to be operating properly; no odor emitted from the unit. The user facility ran a cycle while the technician was present and no odor emitted; the cycle completed successfully with no issues.the initial report was misstated as the employee confirmed there was no odor. The user facility reported that the employee has a pre-existing condition and sensitivity to environmental inhalants/odors.

Event description:
The user facility reported that an odor was emitting from the unit causing breathing difficulties for an employee. The employee went to the break room and used her inhaler; no further medical treatment was sought or administered.